Event description:
Vague report of a pump not infusing properly with an alarm condition that would not stop while in clinical use. No additional clinical information was able to be obtained. No patient injury reported.